Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) due to an alert triggered by high pacing impedance on the right ventricular lead. It was also reported that device noise was created with pocket manipulation. Therapies were turned off until the patient can be seen by the physician. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.